Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head device had a dark image and does not produce an image. This issue occurred during preparation for use of an unknown procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found error code e226 scope communication failure. Based on the results of the investigation, it is likely that the following led to the malfunction: a communication failure due to faulty cable because water entered from the cut on the cable sheath. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.